Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels as well as insulin pump problems. The customer also underwent diabetic ketoacidosis. The customer stated that she was really week and had been resting. The customer stated that she would return her insulin pump. Nothing further reported.